Event description:
It was reported that the patient's presented in clinic with symptom of discomfort from inappropriate anti-tachycardia pacing and shock delivered due to right ventricular (rv) lead noise oversensing. A device interrogation was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) also exhibited premature battery depletion. The ICD was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2025. Patient was stable.